Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complaints that the machine has severe suction and caused bleeding. Patient also said due to waking up wet it gave a severe urinary tract infection. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection. Per customer, via phone on 07may2025, it was reported, not using due possible uti, no samples, provided liberator troubleshooting.

Event description:
It was reported that the patient complaints that the machine has severe suction and caused bleeding. Patient also said due to waking up wet it gave a severe urinary tract infection. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complaining that the machine has severe suction and caused bleeding. Patient also said due to waking up wet it gave a severe urinary tract infection. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection. Per customer, via phone on 07may2025, it was reported, not using due possible uti, no samples, provided liberator troubleshooting.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.